Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging the ultralink meter has a display issue (damage screen and black marks) and power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. The patient¿s diabetes is managed with an insulin pump. The display and power issue began on (B)(6) 2014 during the morning time. The patient did not manage his diabetes based on the lfs meter readings that day. Later that evening time, the patient reportedly tested on another meter at ¿33 mg/dl¿ and had symptoms of ¿headache, shaky, cold sweats, and tired.¿ she was able to administer self treatment with glucagon injection. The display and power issue was not resolved with training. There was no product misuse. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient required treatment for hypoglycemia after the product issues began.